Manufacturer narrative:
Weight : unknown; ethnicity: unknown; race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.50/+3.0/089 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to postoperative binocular vision balance, eliminate discomfort and achieve the desired correction purpose. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.